Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three weeks post the implant of a implantable pulse generator (ipg) system that the patient developed a pocket infection and a hematoma after their device implant. The device pocket was swollen and filled with pus. The ipg system was removed. Cultures were taken and pocket was drained. Medication was administered. The ipg system was later replaced. No further patient complications have been reported as a result of this event.